Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the high voltage cable assembly. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system has a camera rotation problem. The camera rotation icons fails to rotate and not last hold camera rotation function available. It was also noted that the system boots with collimator iris in the closed position. There was no report of patient injury.